Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance with programming the insulin pump. Customer's blood glucose was 459 mg/dl. Customer stated that she does not have a meter that is able to communicate with the pump. Customer stated that she treated with a manual injection of 19 units of novolog before the call. Customer stated that she went to the emergency room last night to get a back-up plan because she did not have one in place. Customer stated that she has made some lifestyle changes and has noticed lower blood glucose in the evening. Customer was advised to contact her health care professional to adjust her settings. Customer was advised to monitor her blood glucose and the pump.